Event description:
Maxzero caps have are extremely messy when drawing blood off of them. When we draw blood via the maxzero blood comes out of the top when the sryinge is removed. This may lead to staff exposure to blood. They also almost always require a full 10ml flush to completely clear blood from the cap after a lab draw, if not more.